Event description:
During a left heart cath the saline tubing from the medrad avanta fluid management system when flushed with saline would not work/would not flush. The tubing had to be changed out during the case. The new tubing was from the same lot number, and it worked fine.what was the original intended procedure?left heart cath.